Manufacturer narrative:
Additional information: according to the information received, the electrode lead was found extruded into the external auditory canal. The user has an anatomical malformation in the left ear. After a device unrelated procedure, namely the removing of a wax plug, the electrode lead was visible in the left eac. Further the user reported that the hearing performance was never satisfactory. In situ measurements showed fluctuating impedance values, which were likely caused by physiological changes in the cochlea such as temporary loss of lymphatic fluid. In addition four channels were deactivated due to non-auditory perception, poor sound quality and a short circuit. Revision surgery was performed during which the electrode lead was cut and the active electrode removed, however the implant housing remained implanted. Reportedly the active electrode was discarded and will not be received for investigation. The concerned device was explanted but has not been received for investigation yet.

Event description:
After removing a wax plug from the user_s ear, the user could feel something in his external auditory canal (eac). It was verified by the ent and later by med-el staff that the electrode lead was visible inside the eac. On (B)(6) 2019 a surgical intervention was performed. The electrode lead was cut and removed, but the device (implant housing) stayed implanted. It might be replaced in a near future, however, the time frame for this to occur is unknown. Per latest received information, the user was re-implanted. Despite requested, the concerned device could not be retrieved for investigation.

Manufacturer narrative:
According to the information received, the electrode lead was found extruded into the external auditory canal. The user has an anatomical malformation in the left ear. After a device unrelated procedure, namely the removing of a wax plug, the electrode lead was visible in the left eac. Further the user reported that the hearing performance was never satisfactory. In situ measurements showed fluctuating impedance values, which were likely caused by physiological changes in the cochlea such as temporary loss of lymphatic fluid. In addition four channels were deactivated due to non-auditory perception, poor sound quality and a short circuit. Revision surgery was performed during which the electrode lead was cut and the active electrode removed, however the implant housing remained implanted. Reportedly the active electrode was discarded and will not be received for investigation. Re-implantation is considered however it is currently unknown when this is likely to occur. This is an initial and final report combined.

Event description:
After removing a wax plug from the users's ear, the user could feel something in his external auditory canal (eac). It was verified by the ent and later by med-el staff that the electrode lead was visible inside the eac. The user reported that he never had good speech reception with the device. The user reports no pain or discomfort. On (B)(6) 2019 a surgical intervention was performed. The electrode lead was cut and removed, but the device (implant housing) stayed implanted. It might be replaced in a near future, however, the time frame for this to occur is unknown.